Manufacturer narrative:
Initial.

Event description:
It was reported that the user recently changed diet, stopped announcing meals on the ilet, experienced rising glucose reported at 239 mg/dl followed by automated corrections, and then a subsequent low glucose of 66 mg/dl. The user treated with oral glucose (smarties) and requested clinician input and potential factory reset, with additional training arranged. Symptoms included hypoglycemia with shaking/tremors, sweating, hand numbness, and episodes of hyperglycemia. Outcomes included a serious injury/illness/impairment categorization and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper or incorrect procedure and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.